Event description:
Approx one month previous, a morton plant hospital o.r. Technician noticed that the laryngoscope handle/blade was hot when she collected it for post procedure equipment cleaning. There is no pt info available. The device would had been used for intubation after general anesthetic was applied. There was no pt/user incident associated with the complaint. On 5/20/08, handle was given to mercury medical sales rep and returned to mercury medical on 5/23/2008 for complaint processing and investigation.

Manufacturer narrative:
Previous MDR reference 1024404-2006-0001 identified the same laryngoscope handle part # with a different lot # uq1. A 2 year previous complaint trend analysis was conducted concerning MDR 1024404-2008-0002. See attachment. Performance testing was conducted on the returned handle. The problem identified by the hospital anesthesia could not be duplicated. The handle performed normally and the failure could not be duplicated. Possibly blade malfunctioned. A risk analysis was conducted by mercury medical in 2006 for handle heating and concluded that no action is needed for the following reasons: the probability of the event occurring has been shown to be remote/occasional. If the event were to occur, it would result in temporary minor discomfort as indicated in the science direct article. As of the month prior, mercury medical no longer mfrs laryngoscope handles (upsher standard). Only the upsherscope ultra ( a blade lacking a handle) part #'s remain in inventory for possible sale. A two year review of complaints for these configurations totaled two complaints; neither for handle heating. In late 2006, customer alleged unit had rust and scratches . In 2007, customer purchased refurbished product, wanted new. Reported to FDA on 4-20-06 total of 2 complaints (6 handles) for the upsher handle production from 2000 to 2006. This complaint (1 handle) increases the defective units rate produced a total units per million produced. Investigation on file at mercury medical.